Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles, significant shallowing of the ac and "closed angle". H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angles, significant shallowing of the ac and "closed angle". In a separate surgery the lens was explanted and replaced with the same model, shorter length and the problem was resolved. The cause of the event was reported as unknown.